Event description:
Lap ventral. Pt returned with bowel obstruction. Dr jaso resected the bowel, the bowel had grown into the mesh. He removed and discarded the mesh. No further issues with that pt.

Manufacturer narrative:
There are many factors that may contribute to the formation of an adhesion which include diabetes, obesity, smoking, surgical technique to name but a few. Motifmesh microporous nw implant instructions for use also states that possible adverse reactions with the use of any tissue deficiently prosthesis may include but are not limited to adhesions and mechanical disruption of this tissue and/or implant material.